Event description:
The manufacturer received information alleging a ventilator's oxygen blending module was broken. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the cable connected to the device's oxygen blending module board was found to be disconnected. The device's cable was reconnected to address the issue.